Event description:
It was reported that in 2002, the patient¿s first implant failed after 6 months of being implanted. They had lost the ability to charge the implant and the leads were shorting out. All were replaced. The cause of the event was unknown; however, the patient recovered without permanent impairment.

Manufacturer narrative:
Product ID: 7495lz51, serial# (B)(4), product type: extension. Product ID: 3888-33, lot# j0228094v, product type: lead. Product ID: 7434a, serial# (B)(4), product type: programmer. (B)(4).